Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Customer reported to (B)(6) : hip-tep right side on (B)(6) 1999. Osteolysis and pe wear. Revision of head and inlay in 2013. Now since months pain in the right hip. X-ray showed fractured stem. Punction of right hip: sterile: change of stem right hip on (B)(6) 2018 . After review of the medical records on 3 jul 2018, it was discovered the patient underwent a revision surgery on (B)(6) 2013 due to loosening of the stem and sleeve as well as a greater trochanter fracture. A lesser trochanter fracture was discovered during the second revision on (B)(6) 2018. There is no evidence the stem and sleeve were removed during the first revision surgery on (B)(6) 2018.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> following inspection of the returned products and review of the information received, it was concluded that it was unlikely that a manufacturing defect was present. The complaint shall be closed with an undetermined conclusion, it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be reviewed and further investigation completed as required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.